Manufacturer narrative:
(B)(4). (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by severe abdominal pain and cloudy effluent. The patient was hospitalized for the reported event. The treatment for peritonitis included gentamicin (once per day, dose and route not reported) and vancomycin (once weekly, dose and route not reported). The proper procedures were reviewed with the patient. The pd therapy was ongoing. The patient had abdominal pain but was recovering from the cloudy effluent. Additional information was requested, but is not available at this time.